Manufacturer narrative:
Device UDI number is unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the tall spinous process clamp¿s tension screw was no longer staying in place and backing out all the way. It was stated by the site that the spinous clamp required replacement. There was no patient present when this issue was observed.